Manufacturer narrative:
(B)(4). This complaint for the system error (se) 2240 was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The root cause of the complaint was not determined. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 5 of 5. The hp could not find any obvious signs of an air leak. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted to clear alarm. The hp would do a manual exchange to finish the therapy. The tsr advised hp to call his nurse for any clinical advice. The hc machine was reset and ready for the next therapy. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed should any significant supplemental information become available a 510(k) number will not be provided in the emdr, because the product is unknown at this time.